Event description:
A caller reported that a ¿scan again in 10 minutes¿ error message was received with the adc device. It was further indicated that due to this, the (child) customer became hypoglycemic and experienced symptoms described as "pain, paleness, sensation of sickness, and weakness". The customer was provided 2 pieces of sugar and a 1 piece of bread by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a ¿scan again in 10 minutes¿ error message was received with the adc device. It was further indicated that due to this, the (child) customer became hypoglycemic and experienced symptoms described as "pain, paleness, sensation of sickness, and weakness". The customer was provided 2 pieces of sugar and a 1 piece of bread by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating a normal termination). Visual inspection was performed on the sensor plug and broken sensor snaps were observed which, prevents a proper seal between the rubber contacts and pcb (printed circuit board) contacts. An extended investigation has been performed on the returned sensor plug and observed that a side snap had broken off of the sensor which caused improper seating of the sensor plug in the mount. Therefore, the issue is confirmed to a broken side snap. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a ¿scan again in 10 minutes¿ error message was received with the adc device. It was further indicated that due to this, the (child) customer became hypoglycemic and experienced symptoms described as "pain, paleness, sensation of sickness, and weakness". The customer was provided 2 pieces of sugar and a 1 piece of bread by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.